Event description:
The complaint/event involved a 6.5" smallbore trifuse ext set w/3 microclave® clear, 0.2 micron filter, 2 check valves, 3 clamps, rotating luer. The 3-way filter was found to be leaking at approx. 2225, aads (central venous catheter, cvc) line was reportedly leaking at approx 0520, then a new 3 way filter was started at 2250 filter was found leaking at approx 0610. Total parenteral nutrition (tpn) was running at the time of the complaint/event. There was no adverse event/serious harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Additional contact information: (B)(4).